Event description:
It was reported that, "the cup was loose. They took the cup out put in a (B) (4) cup and liner. Replaced it with one of our heads".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information, including x-rays and medical records, was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.